Manufacturer narrative:
Device out of warranty; customer repaired.

Event description:
The international customer reported the ventilator would not power up. The customer reported the device was not in use on a patient therefore there was no patient involvement or harm. The customer reported the device low battery alarm was active. The customer reported the power supply was replaced to address the reported problem.